Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. The charged coupled device unit was broken. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope malfunctioned and noticed ¿yellow green¿ image on the screen. The issue happened prior to an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
E1-facility name: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed ¿yellow green¿ image on the screen. The issue happened prior to an unspecified procedure. There was no patient involvement.